Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited noise on the right ventricular (rv) and right atrial (ra) channels. The noise on the rv channel was noted to have been oversensed by the device. Additionally, there was no apnea scan data available and an automatic threshold for both chambers could not be completed. Boston scientific technical services (ts) discussed how the apnea scan data was collected and device settings and limitations of performing threshold tests. Ts also discussed the potential reasons for the noise and suggested measures to evaluate the system. Review of available electrograms (egms) revealed pacing inhibition though there was no apparent asystole as the patient had intact atrioventricular conduction and underlying intrinsic rhythm. No adverse patient effects were reported. The device remains in service.